Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no capture was noted on the rv lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a malfunction. The lead was explanted and replaced. No patient complications have been reported as a result of this event.